Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
A generator explanted for end of service was returned and analyzed. The analysis was completed on (B)(4) 2014. With the exception of the parameters that are associated with a low battery condition, the device performed according to functional specifications. The automated post burn test 101 identified an out-of-specification condition with supply current 1ma. Bench analysis determined that the out-of-specification condition was caused by a leaky q10 component. After q10 was substituted, the device performed according to functional specifications. The out-of-specification supply current 1ma could potentially be a contributing factor to the end of service condition; however, results of the battery life calculation indicate that the end-of-service condition was an expected event.